Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician successfully deployed the seven bands; however, upon removal of the device, the ligator cap detached inside the patient. Reportedly, a different device was used to retrieved the detached cap, and the procedure was completed at this time. Additionally, there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event.